Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic dissection. The site of the primary tear was in the proximal descending aorta, and the most proximal aspect of the dissection was at the left subclavian artery. The most distal aspect of the dissection was at the left common iliac artery. The maximum thoracic aortic centerline diameter was 45mm. The maximum true lumen diameter was 21mm, and the maximum false lumen diameter was 24mm. The distance from distal margin of the left common carotid artery to the start of most proximal tear was 23mm. The total length of the aortic dissection was 453mm. The total thoracic aortic length was 297mm. The diameter of the proximal landing zone was 38mm, and the diameter of the distal margin of the left common carotid artery was 38mm. The false lumen was patent. Aortic tortuosity was mild with no mural thrombus in the landing zone. The valiant stent graft was implanted in zone 2, intentionally covering the left subclavian artery. At the two year follow-up visit, CT revealed an unknown type endoleak. There has been no secondary intervention, and the patient is being monitored. No additional clinical sequelae were reported.

Event description:
A review of the films from the two year follow-up revealed no sign of an endoleak associated with the stent graft location. It appears that there has been a re-entry tear into the false lumen by the celiac artery that is perfusing the false lumen down to the left common iliac artery.

Manufacturer narrative:
(B)(4), methods: (films). Evaluatioin, results: patient's condition affected effectiveness of device (pre-operative dissection). (B)(4).

Manufacturer narrative:
(B)(4). Results: endoleak. Insufficient information; cause is unknown. Conclusion: endoleak. Insufficient information; cause is unknown.